Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol) was explanted from the left eye due to the patient could not tolerate the diffractive lens technology despite waiting many months. The patient experienced blurry vision and poor visual quality. No patient harm was reported. Through follow-up, it was reported that the lens was replaced with a non¿johnson & johnson lens. The patient was able to perform daily activities prior to surgery. There was no loss of two or more lines of bscva (best spectacle-corrected visual acuity), and the patient was neither overcorrected nor undercorrected. Preoperative refraction was +1.50 sphere with a bscva of 20/30. Postoperative refraction was plano sphere with a bscva of 20/20. The intended target refraction was plano. There were no pre-existing conditions that affected the iol calculation. No unplanned surgical interventions such as vitrectomy, incision enlargement, or sutures were required. No medications outside the standard of care were prescribed. The patient had a single-vision lens in the other eye and is much happier with the quality of vision with the single-vision lens. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: march 18, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned; one lens half was scratched, torn, and damaged. The physical characteristics of the received lens was confirmed to match that of a drn00v model lens. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.